Manufacturer narrative:
Following our receipt of one unit and placed it under microscope and found transmitter with physical damage to connector pins, unable to perform functional test, verify led anomalies due to physical damage. In summary, the customer complaint of transmitter led anomaly could not be confirmed due to transmitter damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a loss of communication between pump and the transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and transmitter was fully charged but led did not blink when disconnecting transmitter from the charger. No harm requiring medical intervention was reported. Product return is required for mmt-7841zn.